Event description:
It was reported that the patient underwent an explant due to an unknown reason. Additional information was received that all device components were explanted and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2138500, model: sc-2138-50, serial: (B)(6), batch: 148570/a17635. Product family: scs-extension upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: a18086/a18125.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient underwent an explant due to an unknown reason. No further information has been obtained despite good faith efforts.